Event description:
Bad appliance; purchased a sleep apnea oral appliance for (B)(6) in (B)(6) of 2017. The appliance screws broke 4 times in my mouth while I slept. The last time it broke the dentist told me that the company fixed violating FDA regulations and that they offered to replace the appliance because they discontinued due to engineering issues. Now he told me they will not replace it because is out of warranty. It will cost me another (B)(6) to replace it. Is that a correct practice? FDA safety report ID# (B)(4).